Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst noted that visual inspection found the drive shaft lug stuck behind the retraction stop. This is indicative of the connector pin being turned an excessive number of times during helix retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intraoperatively, the right ventricular (rv) lead exhibited diminished r-wave sensing and the lead helix would not extend after multiple turns. The physician elected to implant a different rv lead. No patient complications have been reported as a result of this event.